Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that two days in a row, the tubing detached from the infusion set at the site while his wife was just sitting on the couch. The patient was able to change infusion set and there had been no issue since then. The site location was at the buttocks and the pump was located at the abdomen. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation of the returned used device, it was found that the tubings were detached from the tubing-tubing connector. No further information available.